Event description:
It was reported that a patient underwent a posterior spinal fusion on (B)(6) 2013 and a drain was used. When the drain was removed, it was noted that the drain was broken. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. A piece of the fluted portion of the drain was received. The broken edge looked very uneven and indented. It may have broke due to some mechanical damage in this area.